Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was found to have been operated without filter/exchange hoses resulting to contamination. The instruction manual identifies the following related verbiage: ¿dangers, warnings, and cautions: when relief mode is set to on, cavity gas and/or body fluids (e.g., blood) can flow backward into and potentially contaminate the equipment. To prevent this, olympus strongly recommends the use of a disposable filter in the co2 supply line between the uhi-4 and the patient. Olympus recommends filter type pall or01h (0.2 m, hydrophobic) or equivalent filters; contact olympus for further details. Product confirmation result: the product cannot be checked since it has not been returned to shirakawa factory. Investigation is to be performed based on the complaint information. Confirmation of error log: not conducted since the device was not returned and the investigation is possible with raised information." Olympus will continue to monitor field performance for this device.

Event description:
As reported, the device was operated without filter (contamination) exchange hoses. The issue found at preparation for use. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Inspection found foreign material is inside the tube. In addition, the device front panel was found broken. Customer was offered replacement of the hose system including valves. Investigation is ongoing. This report will be supplemented accordingly following investigation.